Event description:
Covidien received info stating that an 840 ventilator had an erratic/flickering display. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb) and update the backlight inverter pcb. The customer service engineer (cse) upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications.

Manufacturer narrative:
The covidien customer support engineer is waiting for parts to complete the repair. (B)(4).